Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Subsequently, a minimum fill notification occurred when the user attempted to reload the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 319 mg/dl.